Event description:
On (B)(6) 2009, the patient reported she has a large air bubble in the insulin cartridge of her infusion device. She stated she has been experiencing air bubbles in the cartridge and tubing at times for almost 2 years but they are usually small one that she can prime out. The proper procedure to change her insulin cartridge was reviewed with the patient. The patient stated she has not been attaching the adapter and tubing to the cartridge prior to inserting the cartridge into her device. She followed the proper procedure and there were no air bubbles in the cartridge and she was able to successfully prime the infusion set. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.